Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. No further info is expected. (B)(4).

Event description:
A purchasing agent reported that after an intraocular lens (iol) was implanted, the patient had an unexpected postoperative refractive outcome causing blurry vision. The lens was exchanged approx three weeks after initial implantation with a lens of same model but more power. In a f/u, the reporter stated that the event resolved after the exchange procedure.